Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported customer experienced elevated blood glucose values due to an unspecified malfunction resulting in hospitalization and hyperglycemic events; treatment received was not provided. Time and date were incorrectly set in both device. Requested return of the alleged device for evaluation and replacement was provided.